Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the customer was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was at least 500 mg/dl. Caller stated that the customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose levels was declined. The insulin pump was not replaced or returned for analysis.